Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to low and high blood glucose. When the customer was hospitalized on (B)(6) 2017, her blood glucose level began from 329 mg/dl and rose to 540 mg/dl. The customer had terrible headaches and was unable to bring her sugar down by bolusing with the insulin pump and drinking water. The customer was treated with 20 units of insulin and was released with a blood glucose level of 440 mg/dl. The customer was also hospitalized on (B)(6) 2017 due to low blood glucose level of 41 mg/dl. Their low blood glucose was treated with a sugar intravenous therapy. Additionally, the customer received a motor error when she was changing the infusion set. No delivery alarms were also found in the insulin pump history during troubleshooting for the motor error. The customer was not aware of the no delivery alarms. A possible site/set occlusion was noted. The customer was sent replacements for set/reservoir.